Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator felt a "pop" during sexual activity and had not experienced symptom relief since. Troubleshooting and reprogramming were performed but were unsuccessful. X-rays taken by the physician indicated lead migration, and the patient was scheduled for a lead revision. The lead revision was completed, and only the lead was replaced, while the ipg remained unchanged. The patient has been doing well since the revision.